Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported on (B)(6) 2019, they were using a microstream co2 module connected to an intellivue mp30 monitor, when the monitor went blank and the patient was in cardiac arrest died. The patient death is be addressed in MDR#9610816-2019-00252.